Event description:
No therapy dates provided for medications. No treatment information provided. No adverse event reported.

Event description:
Caller states that during a correlation study, the following coaguchek xs/laboratory results were obtained: 4.1 inr/2.1 inr. 4.3 inr/3.2 inr. Coumadin was increased for one day from 5mg to 7.5mg based on lab result for patient 1. No adverse event reported. Requested return of suspect system, and replacement was sent.